Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative checked all internal cables and removed unused patient exams. The computer was replaced and the issue was resolved. The system passed a system checkout and the system was returned to an operational condition. The computer was returned to the manufacturer for analysis. Functional testing could not confirm any issues. The returned part had no faults.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the select patient/acquire scans task and caused no delay to the surgery. It was reported that the site loaded a patient exam and walked away from the system for an undisclosed amount of time. When they came back the system screen was black status and was not responding. The site rebooted the system and it was fully functional. The surgery was completed with navigation and there was no impact on patient outcome.